Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, patients were not showing up. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that surgery patients were not appearing in the system for staff to pull medications. A technical support specialist (tss) observed that the maintenance service was not running on the station. The tss started the maintenance service and rebooted the station to resolve the issue. The tss confirmed with the customer that the issue was resolved. The system was functioned as intended after the technical support specialist troubleshot the device.